Event description:
A surgeon reported that a hazy substance was noted on the anterior and posterior surface of the intraocular lens (iol) approximately one week after implantation. The iol was explanted. The surgeron described the outcome as good.